Manufacturer narrative:
The investigation into this complaint consisting of a log evaluation has been completed. The expiratory channel and control printed circuit boards were replaced but they have not been received back for investigation. The logs were downloaded after installing software therefore the test, internal and trend had been erased. The technical log however covered the event date. The analysis of the technical log shows that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. Although the internal log that contains the clinical alarms was not received but the analysis of the technical log confirms the reported occurrence of the technical errors and therefore supports the reported stop of ventilation. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer reference#: (B)(4).

Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient and ventilation subsequently stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The ventilator was disconnected from the patient. There was no patient harm. (B)(4).